Event description:
Info received indicates the device leaked during the procedure at the connector (component) within the adaptor where the tubing ports originate. The unit was replaced with no effect reported on the pt.